Event description:
Customer called needing assistance changing the basal rates on his insulin pump. Customer's blood glucose was 460 mg/dl. He treated with the device and feels fine. Customer declined troubleshooting for high blood glucose. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.